Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation at the collar, collar damage (metal twisted out of plane and lifted), hypotube kinked located 33cm from the strain relief, and numerous kinks in the distal shaft. Inspection of the rest of the device found no other damage or defect. Functional testing could not be carried out due to the advanced damage to the collar of the guidezilla.

Event description:
Reportable based on device analysis completed on 22may2019. It was reported that the collar was kinked/bent. The target lesion was located in the severely calcified proximal-mid left anterior descending artery. A 6fr and 7fr guidezilla ii guide extension catheter were selected for use. During procedure, after inserting the 6fr guidezilla into the lesion area, a non- bsc balloon catheter was advanced through the device and was able to cross the lesion area even if resistance was felt at the exit port of the 6f guidezilla. Also, resistance was felt upon removal of the balloon catheter after being used and the collar of the 6fr catheter was noted to be damaged. Consequently, a wolverine 2.5/10 was advanced using a 7fr guidezilla, however the collar of the 7fr catheter was kinked/bent. There was no issue noted on the wolverine balloon catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a partial separation of the collar and was lifted.